Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24045. It was reported, the pt's scs ipg has depleted and is inoperable. It is undetermined when the pt last used or attempted to use her scs sys. The pt's daughter stated, the pt never rec'd effective stimulation therapy from her sys, however, the pt's migraines have returned and the pt would like to have her sys replaced and stimulation therapy resumed. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.